Event description:
This saline syringe was opened from original packaging by a paramedic ER attendant with the intention to flush an IV. He noticed a discoloration to the fluid and then saw what appeared to be a rusted contaminate in the top of the syringe. Further inspection showed small black particles floating in the saline.